Event description:
Information was received from a basic evaluation trial patient. The patient reported that they were experiencing pain and discomfort. The patient adjusted stimulation but it was unknown if the issue was resolved at the time of report. Additional information was received from the patient on (B)(6) 2017. The patient reported that they get lots of urinary tract infections (uti's . It was indicated that the issue was not resolved at the time of report and that it was unknown if there were any environmental, external, or patient factors that contributed to the issue. No further complications were reported or were expected.